Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I am reaching out to report an incident notice from our users about item # 382544, lot # 4312025. Situation and background: autoguard 18g IV - needle not retracting. Bedside rn reported that needle did not retract when button pressed once blood flash seen. Needle needed to be manually removed and placed in sharps container (did not retract even when out of patient). Did not sequester the device as it appeared dangerous. IV in place and working, no identified issue. Photo of packaging attached. Pre-op rns have disclosed that this is the third today and they saw it last week. Unfortunately, no other photos are available, and no devices were sequestered. I will follow up if any additional incidents are reported. On 2/4/2025: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a. 2. How many occurrences took place for the reported retraction failure? At least 5 3. How many patients? 4. 4. Are there specific event dates? 1/21, 1/22, 1/23, 1/24, 1/28.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
Correction: mfg date: b3. The date received by manufacturer has been used for this field to correct the event date which has been designated as unknown. MDR to capture event date 1/22/24 filed under report # 1710034-2025-00302.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. Please see attached customer notification urgent: medical device recall (removal) mds-25-5274 - bd insyte¿ autoguard¿ and please take the actions as identified in the notification. Bd is committed to advancing the world of health. Our primary objectives are patient and user safety and providing you with quality products. We apologize for any inconvenience this issue may have caused you and thank you in advance for helping us to resolve this matter as quickly and effectively as possible.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Correction: added address and added mfg and exp dates.